Event description:
It was reported that the external pulse generator shut itself off while connected to a patient. The generator was replaced and returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, the device passed all incoming tests and all bench tests. It was noted that the keyboard was scratched.